Event description:
Customer reports meter displayed e9 while using the compact plus gt. Error message is outside of device's specifications. Customer was not aware of missing/darkened segments. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.